Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for a routine device change out procedure. Upon interrogation, the atrial lead exhibited low impedance. During the procedure, an insulation anomaly was seen on the lead. The lead was capped and replaced. No patient symptoms were reported.